Event description:
Pt has been paraplegic due to mva. Fractured hip; to or for open reduction, internal fixation with im rod. Has multiple decubiti and chronic ulcers. Was in hosp approx 1 month ago for incision and drainage of ulcer at old surgery site. Treated and sent home on IV antibiotics. Re-admitted with continued infection. Ortho consult felt im rod might be infected. To or for removal of rod.